Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the implantable cardioverter-defibrillator was found with non-sustained ventricular oversensing. The oversensing issue was due to the premature ventricular contraction (pvc) response programmed on and was causing an atrial pace on the r-wave. Programming changes were made. The patient was stable.